Manufacturer narrative:
(B)(6).

Event description:
It was reported that the second t did not triggered. A backup device was available to complete the procedure with no delay and no patient injuries.

Manufacturer narrative:
One 72201494 ultra fast-fix curved ab needle assembly returned. The complaint stated: ¿it was reported that the second t did not triggered.¿ the blue split cannula was not returned. The depth limiter was not returned. T1 was not returned. It had been cut from the suture. T2 and suture remained in the needle track although suture had been loosened after use of t1. The delivery needle is visibly bowed bent and twisted. Twisting, flexing, bowing or bending of the delivery needle can inhibit release or inhibit securing of the anchors. This encourages ill effects. The symptoms are indicative of difficulty in reaching the desired location. The actuator was found functional. Inspection of the distal portion of the needle confirmed that t2 was not yet positioned fully forward for manual stripping off the needle tip. No mechanical issue was observed. No root cause related to the manufacture of the device was established.